Manufacturer narrative:
Zimvie complaint number (B)(4). One osseotite tapered certain implant, (xifnt410), and one healing abutment were returned for evaluation. There were no allegations against the abutment. This investigation addresses only the implant. Visual/physical evaluation of the as returned product identified fracture across the upper threads, near collar. DHR review for the lot (2017050644) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2017050644 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documentation was reviewed. Based on the investigation and risk management file review, the most likely root cause determined was patient factor. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site #13 was removed due to a fractured implant. Patient presented for loose implant. Upon review implant seemed fractured. New implant was placed after removal. Clinician stated that during the surgery the dr determined the implant was fractured.